Event description:
Needle breakage. Customer reports that the needle broke during surgery. The customer states that the surgeon did not bend the needle. Surgeon states he rotated his wrist and the needle snapped. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.